Event description:
It was reported that the ventilator generated a technical error code indicating a disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
The only information received regarding this complaint is the reported event. No information on replaced parts nor logs have been received. It was reported that the ventilator generated a technical error code indicating a disabled valves. Given this, we have not been able to identify any root cause.